Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 10 bd vacutainer® sst¿ blood collection tubes experienced whole tube push off on the non-patient end of the needle during use. The following information was provided by the initial reporter: material no: 367983, batch no: unknown. Event description: some of the users mentioned that the larger tubes such as the sst¿s would ¿pop off¿ while performing phlebotomy. Tubes (sst) popping off the back of the eclipse blood draw needle.

Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that 10 bd vacutainer® sst¿ blood collection tubes experienced whole tube push off on the non-patient end of the needle during use. The following information was provided by the initial reporter: material no: 367983 batch no: unknown. Event description: some of the users mentioned that the larger tubes such as the sst¿s would ¿pop off¿ while performing phlebotomy. Tubes (sst) popping off the back of the eclipse blood draw needle.